Event description:
The hospital reported that prior to a saphenous vein harvesting procedure, the lens on the endoscope was cracked. A replacement scope was used to complete the procedure. No patient involvement was reported.

Manufacturer narrative:
Investigation results: visual inspection of the returned device shows that the distal lens was cracked. The scope will be sent to scholly fiberoptics for further assessment.